Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues related to the nature of the complaint were found. The device was not available for return.

Event description:
It was reported to nevro that the patient developed an infection at the ipg site. The wound was washed, antibiotics were given, and the ipg was removed. The patient will be re-implanted in the future. There have been no reports of further complications regarding this event.